Manufacturer narrative:
Concomitant medical products: 4296 lead, implanted: (B)(6) 2012; dtbc2d1 ICD, implanted: (B)(6) 2016, unknown vad, implanted: unknown. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered due to noise. The physician noted that the noise might be due to the patient¿s left ventricular assist device (lvad). It was noted that with maneuver there was no noise. The sensitivity was changed, and the alert was turned off. The rv lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.